Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that at routine follow-up, this implantable cardioverter defibrillator (ICD) displayed a message indicating a charge time out occurred. Additionally, this device was found to be in storage mode. It was reported the patient was lost to follow-up for approximately 7 years. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Reviewed of device memory confirmed the device went beyond end of life (eol) and the battery had expired prior to explant. Additionally, review of device memory confirmed therapy was available prior to the battery expiring. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range.